Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run, there was corrosion around the contacts and the trigger was jammed. It was also noted that the device had corrosion inside the electronic control unit, electric motor, bearings, triggers, coupling head and levers therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning by immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that small battery drive device would not go in reverse. It was further reported that after the procedure, the user tried to troubleshoot the device and discovered that it would click but did not do anything. There were no delays in the surgical procedure. The same device was used to complete the procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as mar 2, 2012 in the initial report. The device manufacture date has been updated as may 13, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.